Event description:
There was a report of an error that results in a loss of mechanical ventilation. There was no patient involvement.

Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The ventilator interface board was replaced to resolve the issue. No report of patient involvement. Legal manufacturer: (B)(4).